Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Sureform 45 curved-tip instrument has not been returned to isi for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a stapler instrument moved opposite of the desired direction. Stapler had been removed and replaced with a new one which was worked well. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all; however, it moved opposite to the desired direction. The movements of the surgeon scaled appropriately to the instrument. The instrument did not move in the intended direction. For the stapler introducer to approach the lung tissue initially at the base and not on the top of the lung tissue which is what occurred on this occasion. The stapler introducer twisted and moved in the opposite direction. There were no problems with timing of action, no shakiness and/or friction experienced/observed and no instrument-to-instrument or system arm-to-arm interference. Furthermore, there were no external collisions. The issue was persistent. When the issue occurred, several attempts were done to have the stapler in right position but with the same response of going the opposite direction. The stapler was changed with a new one which was working well. There was no injury to the patient as result of the event. No damage has been noted from the stapler prior to its use and earlier firings from the stapler have no issues. The stapler was kept and is available for return. The issue occurred approximately after 45 minutes of its use. The procedure was delayed by approximately 5 minutes and the stapler was replaced with a new one immediately.